Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had reached the recommended replacement time (rrt) several years ago and had now alerted due to an inactive charge circuit. Reprogramming of the alert was discussed. The device remains in the patient with no plans for replacement. No patient complications have been reported as a result of this event.